Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 07/01/2022, it was reported by a arthrex employee that a case report mentioned the correction of a squeaky knee after an acl reconstruction surgery. The case report mentioned that after an #2 fiberwire suture was removed from the case review patient, the squeaking noise was successfully eliminated after arthroscopically removing the loose end of the suture.